Manufacturer narrative:
(B)(4). Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range pace impedance measurements greater than 2000 ohms. As a result, the lv lead was explanted and replaced. No additional adverse patient effects were reported.